Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15mar2021.

Event description:
The customer reported that the device's battery failed. The customer reported there was no patient involvement at the time the issue was discovered. The product service engineer (pse) confirmed the reported problem. The pse replaced and installed the lithium-ion battery to resolve the reported issue. The unit passed the required performance verification tests per philips standards.